Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the thunder beat broke during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and based on the legal manufacturer's final investigation, as well as to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3011050570¿. Updates are added to the following fields: b1, b2, b3, b5, d3, d4, d8, g1b, h1, h4, h6, and h11. H3 was inadvertently updated and could no longer be unselected. The subject device was not returned but it was confirmed that the probe was broken from the photos provided by the facility. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was released in accordance with the specifications. Based on the results of the investigation, a root cause for the event could not be determined. However, the probe breakage possibly occurred due to contact with a surgical instrument or the non-insulated area of grasping section. The detailed mechanisms are shown below. Contact with a surgical instrument 1. During output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 3. The probe broke when added load. Contact with non-insulated area of grasping section 1. The distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke when added load. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the issue occurred at the beginning of a therapeutic laparoscopic colon resection while the patient was under general anesthesia. A fragment of the device fell into the patient and was retrieved. The procedure was completed with a similar device without reports of any patient harm.